Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged from its original position approximately a month after its initial implant. The same lead was surgically repositioned in a different lateral vein for a more stable position. No patient complications have been reported as a result of this event.